Manufacturer narrative:
Bd corporate headquarters in (B)(4) has been listed in the report as vip packaging is an OEM manufacturing site. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nurse put her hands around a bd¿ one-piece 1.4 l sharps collector to move it and was stuck on her right fifth finger with a contaminated needle that had punctured the collector. It is unknown if any medical interventions were provided.

Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer returned four photos of the affected device. A photo evaluation confirmed a needle had penetrated a sharps collector. A review of the device history record/quality inspection sheet revealed no irregularities during the manufacture of the reported lot # 16154001. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer notes that bd sharp collectors specifically are designed to meet niosh guidelines for safe disposal. Sharp collectors are designed to be puncture resistant (not puncture proof). Overfilling or going beyond the fill line can force a needle to pierce the side of the walls. From the photos we cannot see if this was the case.